Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient, implanted for failed back surgery syndrome and spinal pain, reported that two weeks after their device was implanted their upper body started to severely cramp up. All of their upper body muscle got tight and they were unable to breathe or digest food. As a result they went to the emergency room and then were hospitalized for one week. After they were released from the hospital they met a manufacturer representative and were reprogrammed. The incident occurred again after the programming session so the device was turned off and had been off for a year and a half. There were no trauma, falls, or emi issues that led up to the event and the cause was still unknown. The patient was going to have an MRI to determine the cause and was working with their physician. No interventions, cause or outcome were provided however additional information has been requested and if received a follow-up report will be sent.